Event description:
Customer's parent called lfs on their behalf alleging that their meter was reading inaccurately low. Customer had been feeling weak and was throwing up at the time of the incident. The customers glucose result was "176 mg/dl" on their meter. The pt reported giving them "20 units" of humalog and "40 units" of lente. No other blood glucose result was taken on the meter. Approximately less than 1 hour later the customer was taken to the hospital. The customer had a blood glucose result of "600 mg/dl" on a calibrated lab test. The customer was treated with insulin at the hospital and admitted for a couple of days. Customer had high blood glucose symptoms, however, the customer obtained a "176 mg/dl" result on their meter. Customer vomiting may have been a sign of dka. The customer was given "60 units" of insulin and less than one hour later had a blood glucose level of "600 mg/dl" on a calibrated lab test. The customer was treated and admitted at the hospital for high blood glucose levels. Due to the info provided, the meter may have been reading inaccurately low and had a potential to cause harm. Ccr was unable to run a quality control check. Ccr replaced customers meter. Mailed letter after several unsuccessful attempts in reaching the customer. No further info was provided.